Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a pump error 63 alarm. The customer stated they were able to clear the alarm and were not able to complete the rewind process. The customer also reported that the insulin pump had a blank display and would not turn on after receiving a new battery cap and inserting a new battery. Customer¿s blood glucose was 7.8 mmol/l. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.